Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh; anterior colporrhaphy; and cystoscopy due to pelvic organ prolapse.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2009 and concurrent hysterectomy was also performed due to pelvic organ prolapsed and stress urinary incontinence. Post implantation the patient experienced pain, infection, urinary/bowel disturbances and neuro muscular problems. (B)(4).